Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer going to urgent care due to symptoms related to diabetes. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note 1: manufacturer contacted customer in a follow-up call on 26-aug-2025 to ensure the customer's condition had improved - able to establish contact with customer who stated his condition had improved and he did not currently have any diabetic symptoms. Customer reported medical intervention since the last call stating that on (B)(6) 2025 he had gone to urgent care; customer had received assistance regarding the number of units of insulin needed based on the sliding scale. Note 2: manufacturer contacted customer in a follow-up call on 11-sep-2025 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.

Event description:
Consumer reported complaint for low blood glucose test results compared to another device; actual meter to meter comparison results were not provided. The customer is concerned with test results from results obtained of 118, 177, 145, 157 and 168 mg/dl. The customer stated he does not trust the results on the meter because he is on insulin (sliding scale) and needs to know exactly where blood glucose is at all times. The customer does not know their expected blood glucose test result range. The customer reported symptoms of tiredness, dizziness and confusion; customer stated the symptoms have been ongoing. Medical attention was not needed at the time of the call. During the call, a back-to-back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 01/31/2027 and open vial date is 2 weeks ago. The meter memory was reviewed for previous test result history: result 1: 118 mg/dl, date: (B)(6) 2025, time: 4:59 pm fasting. Result 2: 177 mg/dl, date: (B)(6) 2025, time: 1:47 pm fasting. Result 3: 145 mg/dl, date: (B)(6) 2025, time: 5:25pm fasting. Result 4: 157 mg/dl, date: (B)(6) 2025, time: 12:37 pm fasting. Result 5: 168 mg/dl, date: (B)(6) 2025, time: 7:53 am fasting.

Manufacturer narrative:
Sections with additional information as of 23-oct-2025: d9: device available for evaluation. H3: device evaluated by manufacturer. H6: updated FDA¿s type, findings and conclusions codes. H10: meter was returned for evaluation. Product testing was performed and no defect found on returned meter. Test strips were not returned for evaluation. Most likely underlying root cause: mlc-055: ser had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system.